Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced continuous low blood glucose (value not provided) and customer requested review of pump settings. Although multiple attempts were made by tandem technical support to obtain additional information and to assist the customer, no reply was received.